Event description:
It was reported that this pacemaker was falling into post-ventricular atrial refractory period (pvarp). Technical services (ts) was consulted and explained this is not tracked by the device. Ts recommended retrograde conduction test and programmed off atrial flutter response (afr). A potential functional loss of capture (loc) was also noted. No adverse patient effects were reported.